Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 700mg/dl. It was reported that the customers only remembers standing up, feeling ill, and nothing else after that. It was stated that the customer did not have an infusion set or reservoir to continue testing. It was also stated that the insulin pump had a blank display. Explained to the daughter that the insulin pump may have lost power or shut off while it was being used, leading to her high blood glucose. No further info was provided.